Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the injector¿s saline solution was not coming out of the needle sneath. The issue occurred during an unspecified therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrections to d8 and h6. H6 medical device problem code of 1435 - no device output does not apply to this event. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Evaluation found the needle could not extend from the outer tube and it was not possible to inject liquid when the slider was pushed. It was possible to inject liquid when the slider was pulled. The tube at the based of the sheath had buckled. Based on the results of the investigation, a definitive root cause could not be determined; however, it is likely that no liquid was able to be injected was due to compressive buckling on the needle tube. The compressive buckling was likely caused when the needle was extended because of the great friction between the outer tube and needle. Friction between the outer tube and needle can be caused by the following: ·the needle extended/retracted while the tube was coiled in inspection of operation. ·the slider was abruptly pushed. ·angle of the distal end of the endoscope ·the tube was kinked. The event can be prevented by following the instructions for use which state: [details] ·straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. ·operate the slider slowly, otherwise the tube could buckle. ·do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. ·when inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. ·insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. ·stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. Olympus will continue to monitor field performance for this device.